Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain and degen disc d isease/herniated disc pain. It was reported that the patient went to charge their implant overnight on (B)(6) 2017 and it showed the battery was charged the next morning. The patient tried to then turn it on but it did not come on. It was reported that the patient always charges to 100% but thought their implant had died. The charger showed that it was charging the implant but the battery was not working and the patient was currently not feeling stimulation. During the call, the patient was able to successfully connect the implantable neurostimulator recharger (insr) to the implant and start a charge session. The insr indicated that stimulation was turned off at the time of the call. Upon turning stimulation back on, the patient felt it immediately. It was noted that sometimes the patient used the buttons to turn on and off stimulation when recharging. It was also mentioned during the call that when the patient let the battery run down, it recharged, and then the patient would go to turn stimulation on, then it would not turn on right away. It was asked but unknown when that issues started. It was reported that the charging equipment did not stay in place very well when the patient moved around even if the patient was lying in bed. The patient wore a back support belt to hold it in place as the recharging belt did not keep the equipment in place. It was reported that the recharging equipment was like a boa constrictor because it wrapped around itself a nd got tangled when the patient put it away. These issues had been occurring since implant. It was reported that the patient wanted to feel stimulation go down their legs so they had changed the settings and successfully changed it so stimulation was felt in their legs. It was noted that positional movement made stimulation weaker or stronger depending on how they move. This had been occurring since implant. It was reported that the patient had unrelated neuropathy. The device helped but the patient still lived with pain. The device was on 24 hours a day. The device had been implanted to treat damaged nerves in the patient¿s back and for lower back pain. No further complications were reported.